Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
There was an obvious decline in hearing performance with the device after a head trauma. After one month of observation, the hearing didn't improve. The user was re-implanted on (B)(6) 2019.

Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. In addition in situ measurements showed short circuits between two channels, however the cause for those could not be determined as the active electrode has been damaged. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
There was an obvious decline in hearing performance with the device after a head trauma. After one month of observation, the hearing didn't improve. The recipient was re-implanted on (B)(6) 2019.